Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead exhibited decreased r-wave amplitude, high capture thresholds, loss of capture and intermittent heart rates down into the 20's. As a result, the patient was syncopal. A temporary pacemaker was inserted and the patient was admitted to the coronary care unit. Subsequently, a revision procedure was performed and no abnormalities were identified when the rv lead was examined with fluoroscopy. When lead was attached to the pacing system analyzer (psa) high thresholds were replicated. Upon review of daily measurements from the pacemaker, the physician noted that approximately one year ago the r-wave amplitude started decreasing and thresholds started increasing. The physician determined that the patient had had a previous myocardial infarction (mi), and that the tissue the lead was fixated to was no longer adequate for pacing. In discussion with the family, it was found that approximately one year ago, the patient reported not feeling well. The physician suspected that the mi occurred around the same time that the changes in measurements were noted in the daily measurement logbook. The pacemaker was explanted, this rv lead was surgically abandoned, and a new pacing system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.